Manufacturer narrative:
The actual device was returned. Reliability engineering evaluated the device and observed that the device displayed an e6 error, which indicates that the device was overheating or has overheated. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear of component parts over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the motor device was overheating. There was no delay in surgery as an identical spare device was available. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.